Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not recognizing its stylus. It was noted that changing out the stylus did not resolve the issue and it was speculated that it may be an issue with the port. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer did not recognize the stylus and additionally noted that it did not recognize a known, good stylus and that the lower hinge plate was also broken. The micro processor unit and the hinge plate. The hard drive was reimaged and the software was reloaded. The device passed its functional and systems tests. If information is provided in the future, a supplemental report will be issued.